Manufacturer narrative:
Device evaluation: returned device was received with a missing o2 fitting. The relief alarm pressure knob and tidal volume knob was out of spec. O2 knob wiggles loosely but stays in place. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. No previous service history was found. Manufacturing DHR not relevant to the investigation due to the age of the device.

Event description:
Information was received that a smiths medical pneupac parapac ventilator plus failed patient pressure cycle test, cycle led below 8.5 cm h20. No patient involvement.